Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button error alarm. The device also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 62 mg/dl. It was mentioned that the customer was wrestling on the floor and the buttons could have been pressed. Troubleshooting was not able to resolve the issue. The device was returned for analysis.